Manufacturer narrative:
Method: visual exam, device history review, complaint history review, material analysis functional testing. Results: visual exam shows minimal damage due to use. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Functional testing indicated that the device is in working condition after lubrication. Conclusion: appears to be user related.

Event description:
Nurse kauppila reported problems with dall miles tensioner won't work as specified ie won't tighten the cable. No adverse consequences reported.